Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient has a medical history of cardiac issues. It was reported that the patient had no therapeutic effect. The patient had good coverage, but no pain relief. It was reported that factors that may have contributed to this issue was the patient¿s pacemaker had recently been set to pacing vs on demand. It was reported that the cardiac doc detected interference while stimulation was on. While there, according to the patient, the pacing rep had them decrease stimulation until no interference was detected. No interference was detected at 2.65v. It was reported that they normally had stimulation at 6+. 2.65v was non-therapeutic. The rate was set at 60 as recommended with a pacemaker. No diagnostics or troubleshooting was done. It was reported that their stimulator will be explanted soon. The patient was going to leave the stimulator off until it was explanted. It was reported that surgical intervention had not occurred, but was planned just had not yet been scheduled. No further complications were reported/anticipated.